Event description:
(B)(4). It was reported that during a coronary artery drug-eluting stenting treatment procedure balloon withdrawal resistance occurred. The target lesion was in the proximal right coronary artery (rca). There was 75% stenosis, soft plaque and 45 to 89 degree bending. A 28mm taxus express2 stent was implanted at 12 atmospheric pressures (atms). Post-dilatation was performed at 16 atms by an unknown 3.5mm x 15mm balloon. The stent was expanded enough when the lesion was confirmed by an intravascular ultrasound (ivus) catheter. There was severe balloon withdrawal resistance felt and a guiding catheter was engaged deeper because of drawing.

Manufacturer narrative:
Age - (B)(4). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4). Device not returned for analysis.